Event description:
The handpiece had activated even when the 'cut' button was not activated.

Manufacturer narrative:
The device in question has not yet been returned by kobayashi medical. Conmed will file a follow-up report within 30 days to disclose the findings from conmed's investigator.

Manufacturer narrative:
The sample was received and evaluated by conmed. The reported malfunction was confirmed as the pencil was activated in 'cut' mode when the pencil's switch was not depressed. However, the root cause could not be determined.